Event description:
Surgeon reported that the 6.0 mm ti curved soft rod implanted approximately 12 months ago broke post-operatively and was explanted in 2005. Since the surgeon confirmed that pt was fused he did not replace the implant.